Event description:
It was reported that, during a ureterolithotomy procedure a zero tip basket was intended to be used, it was found that front four claws were detached, however, it did not fall inside the patient. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that during preparation of a ureterolithotomy procedure, a zero tip basket was intended to be used, it was found that front four claws were detached but it did not fall inside the patient. The procedure was completed using another device of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detachment. Correction to b5: describe event or problem. Block h11: the returned zero tip basket was analyzed. During the inspection it was found that the handle returned in good conditions and the basket was not visible in the device. Additionally, media review performed on the provided picture indicates that the basket was not visible on the device. However, after removing the sheath, it was determined that the basket was not detached but instead retained within the sheath. The device was further examined under magnification, confirming that the basket was properly bonded to the device, with no evidence of detachment, separation, or bond failure observed. The device was actuated before removing the sheath and the basket was not coming off the sheath. A dimensional test was performed in order to discard that the interaction between the components was generating the failure to open. The reported event of basket detachment could not be confirmed based on investigation results. Review of the device history record (DHR) was confirmed that the device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of basket detachment of device or device component and basket opening failed were defined in the risk documentation and is documented accordingly. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the investigation results, complaint was assigned with an investigation conclusion code of cause linked to device but unable to trace more specifically since the investigation findings do not lead to a clear conclusion about the cause of the basket being not visible on the device.